Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # v96300904.problem statement: customer reported complaint regarding spray of fluid due to broken connectors on the flowcell on 02nov2022. This poses the risk of harming or injuring the customer or patient due to contact with the fluid. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02nov2021 to 02nov2022.¿ device history record (DHR) review: DHR part # 338962 serial # v96300904, file # 338963-v96300904-900221250-09, was reviewed. The instrument met all the manufacturing specifications prior to release.¿ complaint history review: there are 448 complaints related to as reported code 1 : fluidic ¿ leak. Then further filtered by as analyzed code 1, as analyzed code 2 and as analyzed component there are 52 complaints. Date range from 02nov2021 to 02nov2022. The complaint history report is attached to trackwise.¿ returned sample analysis: a return sample was not requested because parts replaced are not returnable.¿ service history review: review of related work order #: 02703085, case # 01843642install date: 22dec2009defective part number: 34350807 aspirator fitting, barbed, 10-32 x 1/16 idwork order notes:o subject / reported: 338962 - bd facscanto ii - two connectors at the flow cell are broken.o problem description: two connectors at the flow cell are broken.o work performed: replacement of the front and left connector of the cs&t flowcellsuccessfullypassed plc good for routineo cause: broken connectors on the flowcello solution: n/ao parts replaced: 34350807 aspirator fitting, barbed, 10-32 x 1/16 ID¿ labeling / packaging review: n/a¿ risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 4 quick disconnecto function: 4.1 connects tubing to filters and fluid tankso potential failure mode: 4.1.2 not connectedo potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet carto potential cause(s)/mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart.o residual sev: 8o residual occ: 4o residual det: 1o residual rpn : 32 ¿ potential causes:based on the investigation results, the potential cause was determined to be broken connectors on the flowcell.¿ investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause of spray of fluid was broken connectors on the flowcell. The customer reported a complaint regarding broken connectors at the flowcell. This resulted in spray of non-biohazardous fluid. The issue was confirmed by the field service representative (fsr) who proceeded to replace the front and left connector of the cs&t flowcell. This resolved the issue. After the replacement, the instrument was functioning as intended.while there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. The safety risk of this hazard has been identified to be within the acceptable level. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 150. ¿ conclusion: based on the investigation results, complaint was confirmed and the potential cause of spray of fluid was broken connectors on the flowcell. The customer reported a complaint regarding broken connectors at the flowcell. This resulted in spray of non-biohazardous fluid. The issue was confirmed by the field service representative (fsr) who proceeded to replace the front and left connector of the cs&t flowcell. This resolved the issue. After the replacement, the instrument was functioning as intended.. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.¿ supporting document: n/a h3 other text : see h.10

Event description:
It was reported that while using the bd facscanto¿ ii that two connectors at the flow cell are broken. The following information was provided by the initial reporter: two connectors at the flow cell are broken.

Event description:
It was reported that while using the bd facscanto¿ ii that two connectors at the flow cell are broken. The following information was provided by the initial reporter: two connectors at the flow cell are broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.